Event description:
It was reported that continuous glucose monitor displayed error message and customer experienced issue starting sensor session. There was no reported adverse impact to the customer. Customer contacted support, was guided through complete pump reset, confirmed error did not reappear after reset, and successfully started sensor session; no additional actions were reported.